Event description:
A technician reported that, in the past five years, following intraocular lens (iol) implant surgeries, the surgeon has exchanged "many" lenses due to patient dissatisfaction. Some of the lenses were made by this manufacturer. Additional information was requested; however, the technician reported there are no further details available.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested; however, the technician reported there are no further details available. (B)(4).